Event description:
It was reported during a therapeutic laser lithotripsy procedure, when the customer looked back , found a spark coming off from the fiber. The fiber found to be broken at the base of the hub where it connects to the laser. The device was replaced. The intended procedure was completed using a similar device and with no patient harm or injury reported due to the event. No user injury reported. This event includes two reports ( one for laser fiber and one for the soltive laser system). Report with patient identifier (B)(6) (laser fiber). Report with patient identifier (B)(6) (soltive laser system). This report is for patient identifier (B)(6) - laser fiber.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4, d9, and e2. This device was received at olympus in a post-market autoclaved pouch and the device was inspected. The distal tip of the fiber appeared slightly with the tip burnt about half way back. The proximal handle appeared to have broken and charred slightly near the connector end, otherwise the rest of the handle was intact with the proximal cap on. The fiber body was separated completely at the connector end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely to be related to mishandling of the device during the procedure which resulted in energy escaping and igniting the fiber. Olympus will continue to monitor field performance for this device.